Manufacturer narrative:
Approximate age of device - 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had elevated lactate dehydrogenase (ldh), pump¿s elevated high flows, high powers. A pump thrombosis was suspected. On (B)(6) 2018, the pump was explanted and exchanged with another manufacturer¿s device. No further information was provided

Event description:
It was reported the patient underwent a driveline debridement and had bleeding afterwards. Patient's lactate dehydrogenase (ldh) steadily increased from that point and was 1049 u/l on (B)(6) 2018. Patient was started on a bicarbonate and integrilin drip. Heparin was held for several hours to aide in hemostasis. Pump will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad therapy. The report of suspected thrombus could not be confirmed. A direct correlation between heartmate ii lvas, and the reported elevated ldh could not conclusively be established through this evaluation. The patient presented to the center with elevated ldh, powers, and flows after medication was withheld due to bleeding after a driveline debridement. The patient was then started on a bicarb and integrillin drip. Device thrombosis, hemolysis and infection are listed (in the heartmate ii IFU) as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The hmii IFU explains pump parameters and outlines that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing this file for this event.

Event description:
Pump was explanted on (B)(6) 2018 and a device from another manufacturer was implanted.

Manufacturer narrative:
The explanted pump was retained by the user facility and not returned to the manufacturer for analysis. No further information is available. The manufacturer has closed the file on this event.